Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 3 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Copies of the patient's medical records were provided which indicate that this valve was explanted due to prosthetic valve endocarditis. There was also perivalvular leak with moderate plus aortic insufficiency. At the time of the operation, the valve was seated over about 2/3 of it's circumference; however, the noncoronary cusp area was dehisced. The valve was explanted and there was no evidence of perivalvular abscess. Following separation from cardiopulmonary bypass, there was normal valvular function. No perivalvular leak, and preserved ventricular function. Postoperatively, the patient was unresponsive and did not meet extubation criteria. Neurology was consulted. Suspicions were for encephalopathy, hypoxic brain injury. Patient also had seizure activity. On (B)(6) 2013, due to the poor prognosis, support was withdrawn and patient was placed in hospice care. No other details provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. It appears that the patient's death was related to a neurological complication. There have not been any allegations of a malfunction or deficiency related to the valve. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.